Manufacturer narrative:
Device evaluated by MFR: the device was returned to site with a 4fr guiding catheter and guidewire for analysis. The distal shaft was detached from the catheter, and the inner braid was exposed for 15cm at the remaining distal end. The overall working length of the catheter returned for analysis was 82cm and 68cm for the catheter shaft had separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "it is recommended that the renegade hi-flo microcatheter be used with a guiding catheter that is 0.96 mm (0.038 in) guidewire compatible (with a minimum internal diameter of 1.1 mm (0.042 in)) and a sheath introducer." (B)(4).

Event description:
It was reported that catheter detachment occurred. A 150/20 renegade¿ hi-flo¿ was selected for use. During the procedure, the device was advanced within a non bsc 4f diagnostic catheter. Upon advancement of the device, it was noted that microcatheter was stuck inside the diagnostic catheter. The physician attempted to withdraw the device, however, the microcatheter was detached. The device was removed together as a unit. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter detachment occurred. A 150/20 renegade hi-flo was selected for use. During the procedure, the device was advanced within a non bsc 4f diagnostic catheter. Upon advancement of the device, it was noted that microcatheter was stuck inside the diagnostic catheter. The physician attempted to withdraw the device, however, the microcatheter was detached. The device was removed together as a unit. The procedure was completed with a different device. No patient complications were reported.